Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Part of tampon stayed inside [foreign body in reproductive tract]. Tampon begun to fray. Part of it has come apart [device breakage]. When tampon removed. Begun to fray [complication of device removal]. Case narrative: consumer reported via email that the tampon came apart and stayed inside. No serious injury was reported.